Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5x15mm xience prime stent was implanted in the distal left anterior descending (lad) coronary artery lesion. Following, a dissection occurred and another xience prime stent was implanted as treatment. There was no clinically significant delay and there was no adverse patient sequela. There was no additional information provided regarding this issue.